Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not auto restart after downstream occlusion during therapy (medication, programmed amount and delivery rate unknown). Received a phone call from a baxter employee alma lollar reporting complaints from the facility of occurrences only related to the ICU department of this facility. "The ICU manager noticed they are getting downstream occlusion alarms when in a "code" situation giving chest compressions and the pump alarms but does not correct itself" it was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.